Manufacturer narrative:
This follow-up report is being submitted to relay additional information.+

Manufacturer narrative:
Complaint was evaluated and the reported event was confirmed. The device was not returned for further evaluation. The complaint was confirmed as the device reported has an expiration date of (B)(6) 2016 and was implanted in (B)(6) of 2017. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was due to non-indicated use of the device. A summary of the investigation will be sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).

Event description:
It was reported that a device was implanted beyond the expiration date.